Manufacturer narrative:
(B)(4). Component code- suggested code: mechanical (g04) - provisional bottom. Visually verified item lot combination and reviewed manufacturing date as item exhibits signs of use (nicked or gouged) and anterior section of the post feature has fractured off. All pieces returned. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations /anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of a previously completed design change activity. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all users on file at the time of the notice. Top components and standard bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Complaint confirmed. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tasps were found broken in an office tray. No patient involvement.